Event description:
During tracheostomy insertion in the operating room of an intubated covid- 19 positive patient the balloon on the tracheostomy cuff malfunctioned and caused decompensation to the point of asystole. The patient recovered and was transferred to the ccu covid- 19 unit with another functioning tracheostomy tube. FDA safety report ID #: (B)(4).